Event description:
The iab was inserted into the pt on 10/15/1997 at 7:15 pm and removed on 10/19/97 at 1:45 pm. The iab did not malfunction. The pt had minor ischemia, thrombocytopenia and gangrene of the left foot with pulse. The pt went on to expire on 10/31/97 at 6:47 pm. The contact reported that the pt's death was not a direct consequence of the iab of iab therapy. The iab was not returned to datascope. (Event complications: minor ischemia/thrombocytopenia/gangrene) lt foot with pulse. (Pt's current status: expired - rpt'd 8/20/98.)